Event description:
Non-healthcare professional reported with a description of lens scratched, haptic did not fold after implantation. There was patient contact and the procedure completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device and the lens were returned loose in a plastic bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was retracted to mid-nozzle. No issues or abnormalities observed. The lens was returned outside the device adhered by viscoelastic to the plastic bag and not inside the device as described. Viscoelastic was dried on the lens. The patten of the dried viscoelastic does give the lens a "scratched" characteristic. The lens was cleaned with klrp for further evaluation. No scratches were observed. Both haptics were pliable when manipulated. No issues observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. A dimensional (plan view) inspection was conducted and the lens met specification per the approved (plan view) template. No haptic or optic damage observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. No problems were observed with the returned device. The plunger was oriented correctly. Viscoelastic was observed in the device. No damage or abnormalities observed. The manufacturer internal reference number is: (B)(4).